Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. Pre-dilation was performed with a non-boston scientific balloon catheter and a 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. Pre-dilation was performed again and the stent was advanced, but was still unable to cross the lesion. When the device was removed and checked, the distal part of the stent was lifted and could not be used. The procedure was completed with a non-bsc stent. There were no patient complications nor injuries reported.